Manufacturer narrative:
Device is a combination product. (B)(4). Synergy ous mr 3.00 x 38mm stent delivery system was returned for analysis. An examination of the crimped stent revealed distal stent damage. Strut rows 1-4 from the distal end of the stent were damaged and stretched in a distal direction. The remainder of the stent was undamaged. The outer diameter of the undamaged section was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion identified no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and slight damage was noted. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 10-oct-2017. It was reported that crossing difficulties were encountered. The 97% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. Following pre-dilatation with a 20x20mm balloon catheter, a 3.00x38mm synergy¿ stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.